Event description:
PICC line inserted. Flushed easily. Placement confirmed by x-ray. PICC line discontinued a week later when bicep was reddened and warm to touch.

Manufacturer narrative:
A complaint history review of the lot showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for eval.